Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s charger would not charge the device, no indicator light was present, the power cord appeared intact, and the user had tried multiple outlets; a replacement charger was arranged and education on basic troubleshooting was completed. Symptoms included no adverse health effects. Outcomes included replacement supplies shipped without health impact. Investigation included customer communication and troubleshooting. Investigation of this case revealed a suspected external power/charging accessory malfunction consistent with a charger failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the external charger.